Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged, and the instrument passed an electrical continuity test. The components adjacent to the dislodged wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon was not able to get the 8mm force bipolar instrument's wrist to straighten completely when the sterile assistant needed to remove arm. The trocar was removed with the instrument. After removing from the patient, assistant was able to remove the instrument from the trocar & seal but noticed the insulated cautery cable was out of place. No fragment fell into the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: surgeon had just finished cauterizing with instrument and was ready to change instruments but was unable to completely straighten jaws to remove from trocar. After getting instrument removed, the jaw did appear to be unhinged upon inspection at sterile field. The main tube was not broken. No additional port was placed, and instrument was not reinserted. The jaws were not stuck on tissue when the issue occurred.